Event description:
It was observed that during the device evaluation, the plastic distal end cover (c-cover) of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause was a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.